Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. D2: additional procode: ktt. D9: complainant part is not expected to be returned for manufacturer review/investigation. E3: reporter is a synthes employee. H3, h6: the investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from japan reports an event as follows: it was reported that on (B)(6) 2024, the patient underwent an open reduction internal fixation (orif) surgery for a femoral trochanteric fracture. The nail was inserted, but the remaining 1 cm or so did not go in. The surgeon removed the nail and inserted another nail with the different length. The surgery was completed without any problems with implant fixation due to the use of an alternative. The surgery was completed successfully within 30 minutes delay. This surgery was an emergency surgery. The middle size nail that the surgeon requested was not available, so the middle size nail in question was arranged in a hurry. A reamer was not arranged. The surgeon pointed out that a reamer had not been arranged. Patient was stable. This report is for a 11mm/125 deg ti cann tfna 235mm/right - sterile. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h4,h6 part # 04.037.114s lot # 7341p94 manufacturing site: werk selzach logistik release to warehouse date : 04.aug.2023 supplier: (B)(4) expiration date: 01.aug.2033 a manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.